Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was broken. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer 2.1 had damaged slide rails due to a broken bearing cage. A field service engineer (fse) removed the cubie pockets from modules 2.1 and 2.2, replaced the drawer module with a new enhanced half-height drawer, and re-inserted the cubie pockets in their appropriate positions. Testing was performed, and proper operation was verified using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.